Event description:
Reporter indicated that vns patient was hospitalized in the ICU for a couple of days due to bradycardia. It was reported that when device settings were increased, the patient coughed more than they did at lower settings. There has reportedly been some improvement in the patient's seizures.